Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that wrong cubie opened during medication issuance, where atorvastatin 40 mg tablets were dispensed instead of the requested 10 mg tablets. The technical support specialist (tss) verified cubie contents in drawers 2 and 6 and confirmed the discrepancy. The issue was identified as incorrect stocking, and the customer was informed to correct the medication placement in the cubies. The system functioned as intended after the technical support specialist (tss) investigated the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, wrong cubie opened when attempting to issue atorvastatin 10 mg tablet; the cubie containing the 40 mg tablet opened instead. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.